Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump failed to boot up once installing aa battery, blank display was noted during testing. Unable to perform displacement test, sleep current measurement test, active current measurement test, and self test. Test p-cap locked properly into the reservoir compartment. Unable to download pump history files and traces using thump software due to blank display. Pump was cut open to perform visual inspection and found a crack on the u6 chip on pcba 2. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Cosmetic damage was confirmed at the back of the pump to the front of the pump. Moisture damage was confirmed found isolated to the battery tube. Blank display was confirmed during testing due to a cracked u6 chip on pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.